Manufacturer narrative:
No trend is identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per). Event summary: patient underwent initial surgery in (B)(6) 2007 with fitmore shell. Later patient experienced acetabulum cup loosening with partial detachment of the implant coating and underwent revision surgery on (B)(6) 2017. Review of received data: ap view pelvis x-ray dated (B)(6) 2011: blurred, low quality x-ray showing bilateral thr. Left thr shows around 50° inclination angle of the cup. No signs of loosening at the cup surface. Ap view pelvis x-ray dated (B)(6) 2013: left thr shows around 50° inclination angle of the cup. No signs of loosening at the cup surface. Stem neck and head revised. No obvious changes observed compared to previous one. Ap view pelvis and lauenstein view x-rays dated (B)(6) 2017: the inclination angle of the left thr cup observed to be much less than the previous ones, indicating also the migration of the cup laterally. Radiolucency observed at the cup surface. Sulmesh layer observed to be detached from the cup surface partially. Metallic particles around the neck region of the stem are also noticed, which are supposed to be belonging to the sulmesh layer. One intra-operative picture is received where the part of the tha components and black tissue is visible. Surgical report dated (B)(6) 2013: operation: revision left tha: change of modular neck and head. Procedure: after anesthesia, patients hip moved in extreme movements but no dislocations observed even though the patient reported 7 dislocations. Joint is observed to be filled with abundant granulation tissue. Samples taken for examination. When rechecking the hip joint shows up dislocation tendency only in adduction with external rotation in extension. Dislocation of the hip and removal of the plug-in head. This breaks with this maneuver. All particles are removed and the hip joint is thoroughly rinsed. The cup is absolutely firm and shows no gross pathological misalignment. Pulling off the modular neck. Cleaning the cone holder. Since there is a tendency to dislocate ventrally in external rotation, a trial neck portion with 135 ° and 7.5 ° retroversion is used. With a medium-length sample head, after overcoming a stronger obstacle, a dislocation tendency continues to show. This is thought to be avoided by using an l-head. After, even with vigorous external rotation in adduction and extension, as well as in all other movements, no dislocation is observable. Removal of the trial components and insertion of the definitive modular neck 135 °, 7.5 ° retroversion. Placement of the definitive long 28 mm head and reduction. The final clinical control shows a verifiable finding. Surgery completed with no observed problems. Surgical report dated (B)(6) 2017: operation: revision left tha; change of cup and head. Indication: symptomatic shell loosening with partial detachment of the sulmesh coating at the hip tep on the left with significant restriction in everyday life. Procedure: supine position, careful skin disinfection and sterile covering. Attaching the surgical film. Skin incision in the area of the old scar and sharp cutting of the subcutis. Homeostasis. Longitudinal splitting of the fascia and modified access to the hip joint. The muscles are partially detached from the trochanter major. The joint is lined with metallic black discolored tissue. Visualization and excision of neocapsule, metallic tissue and periarticular scarring. Removal of tissue samples for microbiological and histological examination. After a schizoid arthrolysis, dislocation of the hip joint and removal of the head. No disconnection of the neck adapter. When checking the connection point between the neck adapter and the shaft, no abnormalities show up. The osseointegration of the stem is good, no osteolysis visible. The stem sits absolutely firmly in the femur. Representing the acetabulum. The shell is loose and tilted. It is removed with the bone grasping forceps. Parts of the sulmesh coating have dissolved and remain in the acetabulum. Careful removal of the sulmesh remains and curetting the acetabulum stock. There are several cranial, cavitary bone defects. Milling up to size 53 with allofit miling tool. The 54-sample shell shows a good fit in situ and under bv. Filling the bony defects with allogeneic spongiosa, which is impacted with the trial shell. Impaction of the 54er allofit-s pan, which is stuck in the correct position primarily stable. No additional screw fixation necessary. Screwing in the pole screw and insertion of the durasul inlay whose engagement is checked. Reduction and sv control with a short trial head shows a correct prosthetic fit without dislocation tendency when moving through and almost unchanged leg length. Placing the definitive head and reduction. The final clinical control shows a verifiable finding. Sv control. Irrigation, control of hemostasis, layered wound closure after insertion of a redondrainage. Close up !, sterile bandage, elastic wrapping. Surgery completed with no observed problems. Devices analysis: visual examination: anchoring surface of the fitmore® shell shows that more than 80% of the sulmesh grid is missing. The remaining sulmesh shows no signs of bone ingrowth, while the detached sulmesh coating presents bone ingrowth. On the shell, the structure of the sulmesh is partially indented and some scratches are visible. Furthermore, polished zones on the shell as well as on the remaining sulmesh can be observed. The metasul alpha insert shows slight damages from the revision surgery in terms of slight scratches and nicks. The insert was quite fixed in th shell, therefore it was not possible to separate them, which indicates a good secure fixation of the insert inside the shell. On the articulation surface of the insert, couple of scratches can be seen. The appearance of the articulation surface of the metasul alpha insert does not point to any abnormal wear behavior, e. G. Rim loading. Overall the insert is inconspicuous. The serial number of the biolox delta head is visible, however, the number was not matching with any lot in the system. Thus, it can be belonging to any competitor. Therefore, it is entered as unknown head in this report. The head exhibits metal transfer in the form of multiple cratches, which are assumed to happen during the revision surgery. Inner surface of the head shows circumferential metal transfer in the form of thin symmetrical concentric lines, which indicates a correct seat of the head onto the stem taper. Review of product documentation: the compatibility check for the known devices was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. In the surgical technique of the fitmore cup it is stated: "when the cup is correctly positioned, it can be anchored in the acetabulum by applying a few powerful hammer blows. It must have an inclination of 40 to 45° and be anteverted by 10 to 15°". Root cause analysis: root cause determination using dfmea: aseptic loosening due to pe wear due to motion between liner and cup- not possible: pe liner is observed to be fixed inside the shell. Aseptic loosening due to ti wear due to motion between bone screw and cup- not possible: no bone screw was used. Aseptic loosening due to insufficient primary stability due to design- not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Aseptic loosening, migration of cup short term and long term due to insufficient secondary stability due to surface structure / design- not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Impingement with stem, dislocation, subluxation, migration of shell short term and long term due to malpositioning of implant (wrong alignment of cup)- possible: inclination angle of the cup was 50°, while the preferred range is 40-45° as indicated in the surgical technique of the fitmore shell. Fracture / damage / loosening of shell due to wrong behaviour of the patient/ high patient activity (eg. Contact sports, weight)- possible: no patient activity is known , therefore cannot be excluded. Partial loosening and subsequent debonding/ fracture of sulmesh due to incorrect distribution of load due to design- possible: design change was initiated regarding this risk after the device had been manufactured. Conclusion summary: the female patient underwent a revision surgery of her left thr due to loosening of the cup with partial detachment of the implant coating after 10 years 2 months in vivo time. The loosening of sulmesh was assumed and indicated by the radiologic findings. The x-rays at hand and the received retrievals confirm the debonding of sulmesh coating. The sulmesh that remained on the shell shows only small areas with bone ingrowth whereas the received sulmesh fragment shows bone attachments on its entire surface. Thus, it can be assumed that it was well integrated into the bone. The received x-rays also confirm that. It can be hypothesized that at one point in time the shell was only partially anchored in the bone and started its migration. During the dynamic migration process of the cup, the part of the sulmesh integrated in the bone could not follow the motion of the cup. This might have led to the debonding and tearing of the sulmesh from the shell. However, it remains unknown why and at what point in time the cup started its migration. Possible reasons leading to the failure include malpositioning of implant (inclination angle of the cup is approx. 50°), wrong behaviour of the patient/high patient activity and incorrect distribution of load due to design (for which design change was completed in 2008, after the manufacturing date of the fitmore shell in this complaint, in order to improve the design of sulmesh bonding and make it more stable). However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a fitmore®, shell with fins, uncemented, 54/jj on the left side on (B)(6) 2007 and the patient underwent revision surgery on (B)(6) 2017 due to acetabulum cup loosening.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a fitmore, shell with fins, uncemented, 54/jj on (B)(6) 2007 and the patient underwent revision surgery due to loosening, metallosis and metallic stained black tissue.